Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: vlc. Event description: the clips not loading. The device was in good condition. Additional information received from applied medical rep via email on 04mar25: the trigger was normal but doesn¿t charge a clip. Intervention: device replacement. Patient status: good no problem.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformance's that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. Correction to h6. Component code.

Event description:
Procedure performed: vlc. Event description: the clips not loading. The device was in good condition. Additional information received from applied medical rep via email on 04mar2025: the trigger was normal but doesn't charge a clip. Intervention: device replacement. Patient status: good no problem.